Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the patient has never regained sensation, feeling or movement from her abdomen down and this is permanent damage.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the day after perm implant, the patient was lethargic, delusional and could not feel or move her abdomen or limbs from the waist down. Patient was diagnosed with a spinal cord stroke. Issue appears to be around t2, the penta lead was placed at t8/t9 and imaging shows the system remains in the correct position. The patient's system was explanted the week of (B)(6) 2020. The issue is on-going.